Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, deformation. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "persistent swelling" and "exchange from textured to smooth implant due to concern with the product." Healthcare professional additionally reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "persistent swelling" and "exchange from textured to smooth implant due to concern with the product." Healthcare professional additionally reported capsular contracture, baker grade unknown. Device has been explanted.